Event description:
Customer reportedly received results of 357 mg/dl and 71 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms were reported, which customer was able to self treat. No adverse event reported. Requested return of suspect device and replacement was sent.